Event description:
The customer reported via phone call that the keypad fell off of their insulin pump. The blood glucose reading was 92 mg/dl. It was stated that the physical damage was caused by wear and tear. The customer was advised to discontinue use of their insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit had a missing keypad overlay, minor scratched display window, cracked case at the display window corner, reservoir tube, reservoir tube window, reservoir tube lip and a missing end cap sticker. The unit had no button response which was due to the corroded keypad traces.